Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon interrogation, it was noted that the device exhibited far r oversensing and multiple automatic mode switch episodes were observed. The patient was seen in clinic and programming changes were made to resolve the issue. The patient was in stable condition.